Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying correct kit components were being used, verified user was using correct kit components washed, and dried according to our instructions for use; verified user was not washing or drying tubing on pump and verifying no milk backup had occurred. A replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 2/09/2022, the customer stated that she developed mastitis on (B)(6) 2022 and was prescribed medication. Additionally she stated that her mastitis is resolved and the replacement pump is working well. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit and power supply on 02/21/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style max flow had low suction which has caused her to develop mastitis and clogged ducts numerous times.